Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the keypad of insulin pump was unresponsive. Customer's blood glucose level was 144 mg/dl. Customer also stated that the insulin pump was exposed to moisture and screen was not on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, there is heavy and visible corrosion on electrical board everywhere. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.